Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. (B)(4).

Event description:
Kimberly-clark received a report stating the enteral feeding tube came out during the overnight feeding period. The stoma site closed and the patient was taken to the hospital where the doctor had to open the stoma tract in order to reinsert the enteral feeding tube. No additional information was provided in regards to the patient's status.